Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed no low voltage output and high pacing impedance on the right ventricular apex lead. The physician elected to explant and replace the right ventricular apex lead. The patient was stable before, during, and after the procedure.